Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with floppy glans. A revision surgery was performed, during which the physician confirmed that the floppy glans were secondary to an incorrectly sized and implanted device. The device was explanted and replaced with a tactra malleable penile prosthesis. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with length too short may have resulted from incorrect placement or sizing by the physician during implantation, possibly due to patient anatomy. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with floppy glans. A revision surgery was performed, during which the physician confirmed that the floppy glans were secondary to an incorrectly sized and implanted device. The device was explanted and replaced with a tactra malleable penile prosthesis. No further patient complications were reported.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with floppy glans. A revision surgery was performed, during which the physician confirmed that the floppy glans were secondary to an incorrectly sized and implanted device. The device was explanted and replaced with a tactra malleable penile prosthesis. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with length too short may have resulted from incorrect placement or sizing by the physician during implantation, possibly due to patient anatomy. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation